Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. B89763,b69763-inv,869763) inserted for female sterilisation and female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test.". On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and migraine ("migraines / headaches"). In (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). On an unknown date, the patient experienced vaginal odour ("vaginal odour") and vulvovaginal pruritus ("vaginal itching"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, vaginal haemorrhage, heavy menstrual bleeding, vaginal discharge, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, alopecia, vaginal odour and vulvovaginal pruritus outcome was unknown. The reporter considered alopecia, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, heavy menstrual bleeding, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal odour and vulvovaginal pruritus to be related to essure. Lot numbers b89763 and b69763 reported are not valid. Lot number: 869763 manufacturing date: 2011-06 expiration date: 2014-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2021: medical record received. Case became serious incident . Removal details were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.